Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the sterilization seal was allegedly stuck to the box of another product and was peeling off when checking the box before delivery. There was no patient contact.

Event description:
It was reported that prior to a port placement procedure, the sterilization seal was allegedly stuck to the box of another product and was peeling off when checking the box before delivery. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The first photo shows that the unopened outer package box in which the peeled off seal of the upper box was noted. The product details were printed on its outer cover sticker. The second photo shows that the unopened outer package of another box in which the seal was safe, but the product details were printed on its outer cover sticker had peeled off was noted. Therefore, the investigation is confirmed for the reported unsealed device packaging issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.